Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and dizziness. It was further reported that the patient felt their implantable pulse generator (ipg) stop and that the ipg exhibited a lowering of the programmed pacing rate. The ipg remains in use. No further patient complications have been reported as a result of this event.